Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a revision of an unknown pinnacle inlay unknown side because of fracture of inlay a surgical delay was not reported. Doi: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot : product code 121701048, work order (B)(4) was manufactured on 19/july/2017. ¿ (B)(4) parts were manufactured per specification and all raw materials met specification. ¿ no scrap parts associated with this lot. ¿ no reprocessing associated with this lot. ¿ expiry date of the lot is 30/june/2027. ¿ IFU number: 090200701. ¿ no deviations found.